Manufacturer narrative:
Issue identified during product analysis. Device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator failed short self test (sst) with an "auto zero solenoid fail" error message.  The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue, and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests according to the manufacturer's specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected and no anomalies were observed. The part was attached to the test ventilator and powered up but failed the extended self test (est) circuit pressure test ¿inspiratory autozero solenoid not operational¿. After a thorough investigation, a faulty autozero solenoid (so1) in the ifm pcba was identified. If an so1 failure were to occur while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty autozero solenoid (s01) in the ifm pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed short self test (sst) with an "auto zero solenoid fail" error message. The ventilator was not in use on a patient at the time of the reported event.